Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the epg was shutting down, however, analysis found that the hanger assembly was broken, the upper case was broken, and the display wire was pinched (wire insulation not compromised). All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced asystole due to the external pulse generator (epg) shutting down while connected to the patient. The actions taken are unknown. The epg was returned for repair, test, and calibration. No further patient complications have been reported as a result of this event.